Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead failed to extend prior to insertion into the patient's body. The rv lead was not used and replaced to complete the procedure. No patient consequences were reported.